Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Corporate provided blood port and adapter caps were attached to the device. The fibers had been exposed to blood. There was blood in the threads on the non-cavity ID end and on the outside of the dialyzer housing. The dialyzer was subjected to a laboratory leak test in which the dialyzer was submerged under water and pressurized incrementally. A leak was not detected, possibly due to coagulated blood. Upon removal of the header cap, a polyurethane sliver was found at approximately 70° on the non-cavity ID end. No other damage or irregularities were noted on the returned sample. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. A quality event was initiated for further investigation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noticed as soon as blood reached the dialyzer. The leak was coming from the header of the device. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. Upon closer inspection of the device, a small crack was identified on the dialyzer housing at the origin of the leak. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noticed as soon as blood reached the dialyzer. The leak was coming from the header of the device. The machine, a fresenius 2008t machine, did not alarm. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. Upon closer inspection of the device; a small crack was identified on the dialyzer housing at the origin of the leak. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.